Event description:
It was reported that at the manufacturers service center the head of the device was found broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during service there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that at the manufacturers service center the head of the device was found broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during service there was no patient involvement and no delay to a surgical procedure.